Event description:
The customer reported that a monitor fell to the floor after a nurse pressed the release button in error.

Manufacturer narrative:
The customer reported that a monitor fell to the floor after a nurse pressed the release button in error. There was no injury. The available info supports that there was no product problem. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).